Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This revision surgery was for instability. At this time dr. Removed all primary components and implanted a pfc tc3 rp revision system. Patient has now presented with pain around the knee and the feeling of instability (and sometime feels the knee is hyperextending. A decision was made to open the knee and confirm a diagnosis. On opening the knee, all components were found to be well fixed. There was some laxity through the range of motion and a decision was made to upsize the poly insert from a size 15mm to a 20mm thereby making the knee more stable.

Event description:
Additional information received stated that the patient's soft tissue may have stretched out resulting in a looser and unstable knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: b5, e1 (facility name), h6 (patient). H6 patient code: no code available (3191) was used to capture joint instability.